Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of a thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses. The overlap of the devices was approximately 4 cm. On an unknown date, a follow-up CT imaging revealed a suspected proximal type I endoleak, a type iii endoleak or a type ii endoleak. On (B)(6) 2020, the patient underwent a reintervention. Intra-operative imaging could not confirm the presence of any endoleaks, however, the initial conformable gore® tag® thoracic endoprostheses were relined with non-gore stent grafts (navion). The patient tolerated the procedure. On (B)(6) 2020, the patient presented with a thoracic aneurysm rupture. On (B)(6) 2020, an open surgery was performed. During the open surgery, a type ii endoleak originating from the intercostal artery was discovered. The intercostal artery was ligated.